Manufacturer narrative:
Patient weight is unavailable from the facility. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract 1 right ventricular (rv) ICD lead, and 1 right atrial (ra) ICD lead, as they were non-functional. Patient was occluded in the superior vena cava (svc). The physician utilized a spectranetics 12fr glidelight laser sheath on the right atrial lead, the glidelight stopped progressing at the svc, so the physician switched to the rv lead, but got stuck at the same location. The physician then tried a spectranetics 14fr glidelight laser sheath. The 14fr glidelight progressed to the distal coil on the rv lead, but then progression stalled again. The physician up-sized to spectranetics 16fr glidelight laser sheath, got to the same location and pulled the glidelight catheter out. The patient's blood pressure dropped and did not recover. Cardiothoracic surgeon was already scrubbed in and opened the chest. He found a 1cm right atrial/inferior vena cava tear and successfully repaired it. Extraction of the leads was abandoned. The patient survived the procedure, but the leads were not removed. There are no known plans to attempt another extraction.